Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro device stopped working and would not cauterize about half way through the harvesting. Staff unplugged, then replugged the device then turned off the generator and turned on without success. A replacement unit was used to complete the procedure. The hospital did not report any pt complication.

Manufacturer narrative:
The device has not yet returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).